Manufacturer narrative:
Date received by manufacturer: 09oct2019. Date of report: 09oct2019. The customer reported the primary alarm failed, and 35 v supply failed. The manufacturer¿s field service engineer (fse) confirmed the reported motor controller (pcba) printed circuit board assembly issue. The manufacturer¿s field service engineer (fse) replaced the motor controller pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 12nov2019. Date of report: 19nov2019. The customer reported the primary alarm failed, and 5 v supply failed. The manufacturer¿s field service engineer (fse) confirmed the reported primary alarm failed, and 5 v supply failed. The fse replaced the motor controller printed circuit board assembly (pcba) issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30sep2019.

Event description:
The customer reported the ventilator alarmed, and the cause is unknown. There was patient involvement, but no one was harmed.